Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer wanted to transfer patient off arrow pump to cs300 the unit notified battery maintenance, per troubleshooting guidelines it was okay to use the pump if the battery operation is required, though run time may be reduced. Customer was advised to keep an eye on the battery as it is on the patient and that the unit should still charge and maintain customer was uncomfortable with transferring patient to the cs300 patient remains on arrow pump. Patient currently remains on arrow pump and catheter with no issue. There was no patient harm reported.

Manufacturer narrative:
At this time, the getinge person has not visited the actual site to evaluate the iabp but over a phone call getinge representative did advise to the nurse that she could keep an eye on the battery as it is on the patient. It should still charge and maintain, but she did not feel comfortable placing it on the patient with that message. The patient remains on the arrow pump and catheter without issue currently. She states that all of her pumps show this message and her biomed engineer that services the pumps out of the country at this time. Getinge representative advised that she should inform another biomed engineer that may know the local getinge service representative. Local reps will be notified and asked to reach out to local service rep to call ICU nurse.

Event description:
N/a.